Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with use of the adc device. The customer received low sensor scan result of 43 mg/dl and received juice as treatment by third-party to raise glucose levels. As a result, customer experienced feeling bad, a loss of consciousness and had contact with a healthcare professional who obtained a blood glucose reading of 400 mg/dl and provided a unspecified dose of insulin injection as treatment for the diagnosis of hyperglycemia. Additionally, sensor scans of 'lo' (reading <40 mg/dl) were compared to a hcp meter blood glucose tests of 185 mg/dl. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent impairment associated with this event.